Manufacturer narrative:
Section d4: primary UDI corrected. Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: a specific cause for the high-pitched sound from the oxygenator, confirmed through the submitted video, could not be conclusively determined; however, the oxygenator manufacturer (eurosets) determined that there was no fault of the oxygenator, which was compliant with the technical specifications. It was reported that the oxygenator was making a high-pitched whirling noise, which was confirmed through review of the submitted video. The sound started at a pump speed of 2200 revolutions per minute (rpm), was very apparent at 2700 rpm, and was loud at 3500 rpm. The priming solution was normosol. The device was not connected to the heater cooler or a gas source. The issue began as soon as the oxygenator was primed. The returned oxygenator was forwarded to the oxygenator manufacturer (eurosets) for analysis. The device history record for the eurosets amg pmp oxygenator, lot #7695008, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets reviewed the provided information and determined that this issue is not considered to be a fault in the oxygenator. Eurosets determined that the performance of the device and safety of the patient are not compromised. The production documentation for the eurosets amg pmp oxygenator, lot #7695008, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an oxygenator primed for a back-up circuit was making a high-pitched whirling noise; the oxygenator had been primed with normosol. The noise was noted as soon as the oxygenator was primed. The whirling started at 2200rpm, was very apparent at 2700rpm, and was loud and unusable at 3500rpm. It was not water tested with heater cooler, no gas source was connected, and was not used on a patient. When listening to the noise, it was not able to be determined where the sound was coming from.